Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed a large leak due to a cracked co2 canister. The co2 canister was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit failed a preuse leak test. There was no report of patient involvement.